Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue; all keypad buttons are allegedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed by product analysis on 06-may-2019 with the following findings: on examination, there was no damage to the keypad cover although it was peeling away from the pump base. On testing, the ok button demonstrated intermittent unresponsiveness. The remainder of the keypad buttons demonstrated normal response. Contamination was found under the contacts of all the keypad button contacts. The contact of the ok button was noted to be cracked. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Also, unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.